Event description:
Information was received from a company representative regarding a patient receiving pain medication via an implantable pump for non -malignant pain and chronic low back pain. The patient saw error code 8476 on the ptm (personal therapy manager) indicating that a motor stall occurred. It was confirmed that the patient had a motor stall the day prior ((B)(6) 2016) that did not recover. The patient began to have increased pain, which is why he went to the ER (emergency room). The patient had an MRI (magnetic resonance imaging) three weeks prior and did not have his telemetry checked, but had been giving himself successful boluses until the day before he went to the ER. The pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.